Event description:
It was reported that on (B)(6) 2021 the device was programmed to infuse 50ml of zosyn for 4 hrs at the rate of 12.5ml per hour but it was over infused within 1 hr. There was patient involvement but no patient harm.

Manufacturer narrative:
Additional information : imdrf annex a and g codes.

Manufacturer narrative:
Omit : a1402 - excess flow or over-infusion (1311), b21 - type of investigation not yet determined, c21 - results pending completion of investigation and d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that on (B)(6) 2021 the device was programmed to infuse 50ml of zosyn for 4 hrs at the rate of 12.5ml per hour but it was over infused within 1 hr. There was patient involvement but no patient harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that on (B)(6) 2021 the device was programmed to infuse 50ml of zosyn for 4 hrs at the rate of 12.5ml per hour but it was over infused within 1 hr. There was patient involvement but no patient harm.